Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 206 mg/dl at the time of call. The customer stated that they were vomiting. The customer stated that they gave correction with bolus. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that they found that the cannula was crushed against the skin. The customer also reported that they experienced low blood glucose of 55 mg/dl. The insulin pump will not be returned for analysis.